Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the home choice (hc) during use during dwell 10 of 12. The technical service representative (tsr) reviewed alarm log and found a system error 2240. The tsr explained the alarm. The patient was connected at the time of the alarm and had not disconnected prior. The supply bag had fallen and disconnected. The tsr assisted the care giver (cg) to retrieve cassette. The cg did not have manual supplies to complete therapy. The tsr advised the cg to follow up with the patient's nurse about the alarm and not being able to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver (cg) on (B)(6) 2012. He stated that the bag had fallen off of the table as it was not placed in a stable manner. There were no allegations made against any of baxter's products. The cg stated that he had called the nurse that night and she instructed him to skip the rest of therapy that night. She had also changed the setup for the patient from now on to consist of two bags instead of three so that there was less of a risk. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about the event. The patient was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.